Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) right to correct the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint and performed the failure analysis. The failure analysis replicated and confirmed the reported complaint. A review of field logs were unavailable at the time. A visual inspection was performed and found no damages. The unit was placed on in-house system and error code 319 was observed. The unit was then placed on surgeon console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The unit failed on the following related to the field complaint: node check failed nel 319 system_err_node_not_present_startup (scc) aba swapped with gold in-house mcmbl, re-executed test and passed. Upon further testing, the unit failed on the following unrelated to the complaint: verify encoder cal - wp, wy, ro and grip failed performed calibrations, re-executed test and passed clutch button cal verification failed performed calibrations, re-executed test and passed gravity balance test post sine cycle - oy failed performed calibrations, re-executed test and passed slow gravity balance test post sine cycle - wp failed 1-hour sine cycle passed. After investigations, failure analysis found the printed circuit assembly (pca) board, manipulator controller master base logic (mcmbl), to be the root cause of the field and in-house 319 errors.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the surgeon console displayed a 319 fault during setup. They had already power cycled the console three times, but the error reappeared after each attempt. They then brought in another console from a different system and continued setting up for the case. There was no patient involvement.